Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the physician experienced difficulty unscrewing the setscrews on the device and taking the right ventricular (rv) and right atrial (ra) leads out of the device header. The boston scientific sales representative stated that the physician had been pulling on the rv lead and now the conductor coils were extended and unraveled inside the lead; slight damage to the ra lead was also observed. After several troubleshooting techniques, both leads were removed from the device header. Since the ra lead measurements were normal, the lead was re-implanted with the new pacemaker. However, the pin on the rv lead had seperated from the lead and the performance was thought to be compromised, so the lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that the ventricle capture washer was bent up, this results from the setscrews being backed out too far with incorrect or non-working wrench. Visual inspection also noted that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings.